Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material split was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material split could not be determined. Factors for material split include but are not limited to user mishandling or accidental manipulation of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after opening the proglide package, the distal end tip was deformed [cut/torn]. There was no patient involvement. No additional information was provided.